Event description:
It was reported that (1) device and (1) reload were used during a video assisted thoracic surgery. It was reported by the affiliate that the ez45b was fired once, then a reload was fitted in the instrument and would not open after being fired. There was no consequence to the pt.